Event description:
Information received from the field notes that attempts to communicate with the device were unsuccessful. No pacing was observed and the device could not be interrogated. Placing a magnet over the device did not initiate pacing. In august 2005, interrogation revealed measured battery data of 2.68 v, 10 ua, 8.7 kohms with an estimated seven months longevity. The patient had an intrinsic rhythm of 72 bpm and was not presently clinically compromised.